Event description:
Attorney advised pt sustained a right hip fracture and was implanted with a 95 degree dcs plate 10 holes/178mm. Plate was noted as fractured and pt was returned to the operating room for removal of the broken plate.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing, no conclusion can be drawn.